Event description:
It was reported that the patient had a pocket revision after their initial implant because their battery was poking out. The revision and a possible implantable neurostimulator (ins) replacement took place on (B)(6) 2013. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was determined and it was unknown if it was device related. The patient developed pain after being struck at the pulse generator site so she wanted repositioning (this was while driving and turning too fast). The patient wanted the battery moved to a higher site. The patient did not experience a loss of therapeutic effect or stimulation. The outcome of the patient was unknown. The patient had not followed up in the office, she had 2 no show appointments.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).